Event description:
The following has been reported to fresenius kabi: defective speaker customer reporting error 51 (speaker), also missing rubber pad on IV pole clamp. No adverse reactions reported. Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed and the reported event for the triggering of error 51 was confirmed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information the power board was replaced in order to solve the issue. An internal CAPA was opened in may 2023 to address the issue of error 51. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.